Event description:
Constant, squeaking, grinding noise upon any movement, especially upon rising from sitting to standing position and vice versa. The noise was audible to my patients in the examination room and questions ensued as to where the noise was coming from. Dates of use: 9-10 months. Diagnosis or reason for use: osteoarthritis. Event abated: yes.